Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation however, a picture and video were provided. The visual inspection of the provided picture and video observed the presence of a leak at the level of the drain bag. The reported condition was verified. The cause was identified as a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during the priming of a prismaflex m150 set, due to a damaged effluent bag. There was no patient involvement. No additional information is available.